Manufacturer narrative:
The reported field event of the inability to tighten the set screw was confirmed in the laboratory. Visual inspection identified silicone, septum material in the df4 set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty tightening the set screw.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in the operating room for an unrelated lead reposition procedure post-implant, there was a set screw/connection issue while trying to remove the rv lead. The physician elected to replace the device. The patient was doing well post-procedure.